Manufacturer narrative:
(B)(4).product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Date of initial surgery: (B)(6) initial surgery levels implanted: l5(r)-il(lr): posterior fusion pre-operative diagnosis: sacrum fracture (vertical crack at right side) procedure: posterior spinal fusion levels implanted: right iliac it was reported that post-op, the set screw backed-out. Patient underwent revision surgery for fixation and it was done only at one side of l5/il. No patient complications were reported as a result of this event.

Manufacturer narrative:
Image review: post-op x-ray are provided from l5 to iliac stabilization from sacral fracture. A unilateral fixation point is present at l5, and the construct eventually failed at the iliac sacral connector. I am unfamiliar with this stabilization technique but suspect the construct strength is not sufficient to immobilize the lumbo-sacral junction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product image review: submitted images appear to display lower thread flank of set screw with burrs/skiving. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.